Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the pharmacist at the hospital reported the following event : " during a surgery related to a peroneal fracture performed by the doctor, two screws broke at the level of the body of the screw under the head. No significant force was applied or misuse from the surgeon. The first screw was retrieved but the second one remained, the surgeon had to cut it before final tightening. The screw will be retrieved in 6 weeks with the appropriate device."